Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent could not be fully expanded, ¿insufficient support to the target location¿. The physician removed the stent using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed wallflex biliary rx uncovered stent delivery system was returned for analysis. The stent was not returned. Visual evaluation found no issues with the device. The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent could not be fully expanded, ¿insufficient support to the target location¿. The physician removed the stent using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.